Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was being placed into the pt's right ij. During insertion of the dilator, the tip became frayed. As a result, it was removed intact and a new kit was opened. There were no injuries or complications. See MDR # 1036844-2011-00403 for the second kit used.